Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient called an ambulance due to hypoglycaemia around (B)(6) 2025 (exact date not provided) while wearing the pod for over 48 hours. The patient was driving when they felt the effects of low blood glucose levels, actual symptoms were not provided. The patient called an ambulance, and the paramedics treated the patient with intravenous dextrose. The patient was not hospitalised, and no further treatment was administered for this incident.